Event description:
The consumer states as she was leaving her bedroom, the motor allegedly caught on fire. No injury is alleged.

Manufacturer narrative:
No injury reported. Device is no longer in warranty and has been in service for nearly four years. Product has not been returned for eval at this time, so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed as a conservative based on an alleged fire.